Event description:
The patient underwent surgery for relocation of the generator due to "superficial" migration. The previous implanting surgeon confirmed that non-resorbable sutures were used to secure the generator in pocket back when the generator was initially placed. The patient's following physician did not have an assessment to the cause for the migration, due to the minimal details made available by the patient and her caregivers. It was noted that the patient does fall on occasion, however the physician had no way to confirm that the migration resulted from a fall. The physician informed that this patient was referred for surgery to preclude serious injury. It was noted that the patient did not complain of any discomfort. No other relevant information has been received to date.